Event description:
It was reported that the patient received four inappropriate shocks due to a lead fracture. The patient is also had bradycardia. It was noted that the right ventricular (rv) lead impedance spiked to a high measurement along with high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received four inappropriate shocks due to a lead fracture. The patient is also had bradycardia. It was noted that the right ventricular (rv) lead impedance spiked to a high measurement along with high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.